Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failing and could not be recovered. The customer attempted to recover the drawer, but a clicking sound was heard while the drawer did not open. The customer stated that the station was powered off and the power cord was unplugged, and after waiting for a couple of minutes, the power cord was reconnected and the station was powered back on; however, the drawer still could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 5 b 1 had storage space failure. A field service engineer (fse) found that the drawer required manual pulling to open, despite the solenoid functioning correctly. Then the fse confirmed that the issue was not due to overfilled contents but rather improper medication placement by the previous user, which prevented the pocket lid from fully closing and locking, resulting in a medication jam. Further the fse corrected the issue by arranging the medications flat within the pocket to allow proper lid operation. After adjustment, the drawer opened and closed normally. The system functioned as intended after the field service engineer repaired the device.